Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. MFR site eval: the product was investigated. The heating as described by the customer was confirmed. Investigation showed hints for a repair in an external repair center which could have negatively influenced the product functionality. The broken ball bearing in the tip blocked and the friction caused by this defect provoked the heating as described. In addition, the chuck was worn (wear and tear). Hints for an assembly, mfg or repair issue could not be found.

Event description:
A small boy got a k-wire at the wrist and a surface burn occurred. The surgeon and the operating room nurse observed that the small acculan and the adaptor get very hot.